Event description:
It was reported that a pta balloon dilatation catheter was difficult to remove from the treatment site after stent post-dilatations were performed and reportedly, upon removal from the pt, the pta balloon demonstrated significant fiber fraying and unraveling. The pt had been implanted with four stents to treat a total vessel occlusion from the common iliac to proximal popliteal artery. The treatment site was reported to be severely calcified. A pta balloon dilatation catheter was then advanced to perform stent post dilatations. The first stent was post dilated without incident. During dilatation of the second stent, the pta balloon had become caught. The physician was able to manipulate the balloon and free it from the stent. The same pta balloon was then used to post-dilate the third stent. After the third stent was post dilated, it was observed that the pta balloon could not be removed from the stent. After numerous failed removal attempts, the physician then cut the pta balloon dilatation catheter in half, advanced a larger introducer sheath over the device and was then able to free the pta balloon from the stent and successfully remove both the sheath and the pta balloon catheter simultaneously from the pt. No report of pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The device was discarded by the facility, therefore, an evaluation could not be performed. Two cds containing 57 images were reviewed. As the fibers are not radiopaque, the alleged fraying and unraveling cannot be confirmed. Based on the images received, the unraveling cannot be confirmed.